Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alerts were noted. The pump passed the unexpected restart, rewind, displacement and self tests. No grinding noise was noted. However, the pump alarmed compromised force sensor system during the basic occlusion due to a slightly loose drive support disk. The pump was received with minor scratches on the reservoir tube window and lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump battery was not lasting and that sometimes the insulin pump needed to be primed five or six times before insulin would go through. The customer reported that the insulin pump had stopped during the prime and started to rewind on its own. The customer did not recall the blood glucose reading. The customer found no corrosion or damage on the battery cap or compartment. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.